Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate therapies for svt. Patient had stopped taking their medication. Programming changes were made. The patient was fine.